Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2010. It was reported the patient can no longer increase his stimulation past the level of perception. Reprogramming has not been able to resolve the issue. The patient is continuing to work closely with his physician to determine the next course of action. No patient complications were reported as a result of this event.